Event description:
It was reported that the dealer advised the unit is alarming with low o2 and then shuts down. Unit has 111 hours of use and is a rental unit. No patient injury alleged, no additional information provided.